Event description:
It was reported that intermittently the 9800 system presented a filament regulator error and the system required rebooting to correct error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to clean and regrease the high voltage connectors (arcing noted). The filaments were also recalibrated. The system was tested and found to be working as intended and placed back into service.